Event description:
It was reported that the ventilator's expiratory channel printed circuit board was contaminated with water. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator's failed internal leakage test during pre-use check (puc). It was found that expiratory channel printed circuit board was contaminated with water. There was no patient harm. The issue was decided to be reported as liquid on printed circuit boards may cause short-circuiting and may lead to stop of ventilation.identification of issue has been done by analyzing problem description and service report. The issue has been resolved by replacing the part and the device was delivered to the user in working condition. It has remained unknown under which circumstances and when liquid entered the unit. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).